Event description:
Red status indicator then no indicator flashing with in date pad-pak. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 28th june 2011. Corrosion on the membrane tail, due to storage outside of the indicated conditions. During the testing at heartsine it was confirmed that the red status indicator was flashing as detailed in the reported complaint. The fault was traced back to corrosion on the membrane tail. The corrosion had resulted in an 18v short circuit onto track 14 of the membrane tail. This had resulted in an 18v overvoltage and damage to the microprocessor u25. The corrosion observed on the membrane tail and contact collars would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity). The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator then no indicator flashing with in date pad-pak. There was no patient involved in this event.